Event description:
Generator replacement surgery occurred. The explanted device was reported to have been discarded.

Manufacturer narrative:
It was inadvertently reported on follow-up report#2 that the device had been discarded, when the device was actually in transit.

Event description:
The explanted device was received. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator on 03/01/2018. The battery measured 2.308 volts as and shows a near end-of-service condition. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24 hours, while placed in a simulated body temperature environment. Results showed that the device provided the expected level of output current. The diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received (B)(6) 2017 indicating that a vns patient¿s device was at near end of service and a significant increase in seizures was reported, however the battery was not yet fully depleted. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the provider indicated that on (B)(6) 2017 there was an increase in seizures, and the device was interrogated and indicated critically low battery reserve, and they advised replacement. On (B)(6) 2017 device was interrogated and indicated battery near end-of-service, with the battery in red.